Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by mother that the patient was taken to the emergency room (ER) due to "borderline" diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 591 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting, nausea, severe dehydration, body aches and the presence of large ketones (7.3). The patient was treated with intravenous fluids, long and short acting insulin, electrolytes and zofran. The patient was released the following day. The pod was removed at the hospital and the cannula appeared bent upon removal. The patient was released from the ER after 9 once her bg levels have dropped to between 250 mg/dl and 260 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by mother that the patient was taken to the emergency room (ER) due to "borderline" diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 591 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting, nausea, severe dehydration, body aches and the presence of large ketones (7.3). The patient was treated with intravenous fluids, long and short acting insulin, electrolytes and zofran. The patient was released the following day. The pod was removed at the hospital and the cannula appeared bent upon removal. The patient was released from the ER after 9 once her bg levels have dropped to between 250 mg/dl and 260 mg/dl.

Manufacturer narrative:
No bends or kinks were observed on the soft cannula. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. An 0x1c alarm was generated, indicating the pod reached the expiration time. The downloaded data confirms the device ran for 80 hours. The device functioned as intended.